Event description:
Additional information received identified the patient underwent a lead revision on (B)(6) 2020. During the procedure, the physician repositioned the existing lead and no products were explanted. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: - results and conclusion codes.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system lead had migrated to the side. The patient had been experiencing loss of coverage, x-ray taken confirmed the lead had migrated. Surgical intervention may be taken to address the issue.